Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an interrogation of the device during a pre-operative check for the patient's open heart surgery, the device reported a power on reset (por). The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.